Event description:
It was reported that the patient was presented to clinic for follow up. Device interrogation revealed high capture threshold on the left ventricular (lv) lead. The patient had stimulation at other vectors. Fluoroscopy confirmed the lv lead was dislodged. The physician elected to explant and replace the lv lead. The patient's condition was stable.